Event description:
It was reported that pump battery stopped charging and customer could no longer charge pump, with no blood glucose readings provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump, distributor found usb port damaged and could not test battery, and replacement pump was provided while original pump was awaited for further evaluation.